Event description:
International affiliate reports that loan kit inspection found the tip of the aegis modular driver had broken off from the instrument. It is not known when/where breakage occurred.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Visual inspection revealed that a portion of the driver tip had sheared off. The remaining hex lobe portion of the tip, approximately 60mils long, exhibits a twisted pattern. The driver has been in service for approximately 1 year and has seen moderate to heavy usage as indicated by the various markings on the driver. Tip breakage is indicative of wear and tear from normal, routine usage. At this time, the complaint is considered to be closed.